Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 50 mg/dl. The patient was treated with food. The customer was interested in purchasing a mysentry and she was refered to (B)(6). No further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.